Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the beep and vibrate anomaly. The customer's blood glucose was 93 mg/dl. Customer states they are having trouble hearing the beeps. Customer was assisted the performing a self test and the insulin pump passed the test. However, customer stated that she did not hear the beeps on the insulin pump. Customer troubleshoot was performed. Customer advised to the insulin pump will need to be replaced and to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio or vibrate anomaly noted.